Manufacturer narrative:
No proudct is being returned. Facility discarded the device. We are unable to conduct an investigation at this time.

Event description:
Ity was reported that "during a lap chole, the clip was clipped onto the cystic duct and when the dr went to cut the duct, the clip came off the duct but not fully enough to allow bile to flow into the body cavity".